Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep tested the instruments on bert head, and all instruments track normally. It was noted that the issue was most likely emitter position or metal interference. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system would not recognize navigation instruments. No further details were provided. It was noted that this occurred during a case, as well as that no patient was present. This information is contradictory.